Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 sn: (B)(6). The returned ipg was analyzed and passed visual inspection. An analysis of the data log revealed that prior the explant procedure, there were charging issues due to the thermistor being triggered multiple times. However, the ipg was able to be fully charged in a room temperature environment (cis lab) in one four-hour charge cycle without any anomalies. The ipg thermistor was likely being triggered due to poor ventilation while charging or poor charger-ipg alignment while charging. Additionally, the data log revealed that the ipg battery was depleting quickly after it was explanted. Ipg was most likely damaged by electrocautery during explant procedure. Damage to the ipg is a result of a typical explant procedure and it is not considered a failure.